Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in overdischarge. The caller learned that the patient was electrocuted via household current during a home remodel project. Since the electrocution, the patient has been unable to charge and stated that the ins was not working. The patient came in contact with a "hot" wire after moving, but the current of the wire was unknown (110 or 220 volts). This information came from a new healthcare provider (hcp) who inherited the patient when they moved. The caller suspected overdischarge and plans to conduct a physician recharge mode (prm) and reset the power on reset (por) if the prm is successful. There will be considerations to replace the ins if the prm is not successful. The caller was planning on asking the patient if stimulation was felt after the electrocution to determine if the inability to recharge was the only result of the electrocution. The caller stated that this issue began about six months ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the physician mode recharge was successful after the first session. The patient charged to 25% and the power on reset was cleared. An impedance check showed no issues and the patient had paresthesia covering the normal areas of pain. It was noted that the contact with electrical wiring during the remodeling of their home was not thought to have had any effect on the stimulation as it was working fine at the time of the appointment.